Manufacturer narrative:
The evaluation revealed the nail to be the primary product. As no item was returned function and dimension could not be checked. The device history could not be reviewed because a lot-no was not provided. Review of complaint history and the CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Potential nail breakage had been considered in the corresponding rmf. The threshold was not exceeded. General aspects: the gamma3 nail is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities - a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. In this case the nail had broken, most likely in a fatigue manner, after 12 months of implantation. The operation report stated pseudarthrosis (non-union) which was confirmed by received x-rays. From medical point of view non-union is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique. Non-union would cause significant permanent harm (s4). According to literature the occurrence rate is more than 1 % (o5) with any implant which is currently available on the market. Though it is estimated as "high risk" the devices in question are best state of the art and there are no possibilities for further mitigation of the risk from a clinical point of view (refer to above risk management file). From technical point of view a gap between the bone fragments (pseudarthrosis) presents an unstable area where increased motion may occur. One requirement for successful nail treatment is a timely bone healing in order to relive the nail over the progressing time of implantation. Another requirement is that the implant must not be damaged during and after insertion. Surface damages reduce the implant¿s durability significantly. A third requirement is that the implant must not be stressed by too high load application e.g. (But not limited to) exceeding weight bearing or overweight or other stresses. Referring to above information nail breakage was most likely caused by insufficient bone healing and contributed by load application favoured by unstable bone connection. With available information a more precise statement was not possible from technical point of view. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not be verified.

Event description:
It is reported by the surgeon of the hospital, that the g3 nail broke. The broken nail was replaced by a gamma nail stst, 340 mm. Additionally, bone substitution was performed.

Manufacturer narrative:
No concessions were granted for manufacturing. No nonconformance, scrap or rework during manufacturing. I checked the raw material certificate as well. No observation. Since the lot code is known but there is no discrepancy regarding material and manufacturing the result of the investigation remains unchanged ¿ patient related ¿nonunion/ pseudarthrosis after 12 months.

Event description:
It is reported by the surgeon of the hospital, that the g3 nail broke. The broken nail was replaced by a gamma nail st, 340 mm. Additionally, bone substitution was performed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Patient requested to keep it.

Event description:
It is reported by the surgeon of the hospital, that the g3 nail broke. The broken nail was replaced by a gamma nail stst, 340 mm. Additionally, bone substitution was performed.